Manufacturer narrative:
Investigation: manufacture and expiry date are not available at this time. The run data file (rdf) was analyzed for this event. Review of the run data files for the tpe procedure confirmed that the ¿aim system saw red blood cells near top of connector¿ alarm number 5512, was generated throughout the run causing the operator to eventually end the run early. It was confirmed that the patient had darker plasma due to liver disease that contributed to the events experienced during the procedure. The ¿aim system saw red blood cells near top of connector¿ alarm is generated when the red blood cell interface in the connector is higher than the system expects. In a tpe procedure, the aim system monitors the interface for proper cell separation and possible spillover events. In this software version, the ¿disable¿ button on the ¿aim system saw red blood cells near top of connector¿ alarm was removed to help prevent operators from accidentally pressing this button when this alarm occurs. Generally, there are other root causes that should be attempted first as once you disable the aim system you cannot go back. The option to go to the operation status tab, into semi-automatic mode is available however this mode will not disable spillover alarms such as this one. The operator made several attempts to enter semi-automatic mode and the alarms continued. Terumo bct is aware of this situation and is currently looking at options to address this in the future. Additionally, for tpe procedures the ¿cells were detected in plasma line from centrifuge¿ alarm generated by the rbc detector occurs most frequently in these types of dark plasma situations and the ¿disable¿ button is available. However, for this run, the patient¿s dark plasma was consistently just below the trigger value, so this alarm was not generated during the run. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) on a spectra optia device, the system displayed the error message "aim system saw red blood cells near top of connector". The operator reported that the plasma was dark due to the patient's liver failure. Per the customer, the device error message did not have the option to disable the aim system, and the operator terminated the procedure. Patient ID, age and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: manufacture and expiry date are not available at this time. The run data file (rdf) was analyzed for this event. Review of the run data files for the tpe procedure confirmed that the ¿aim system saw red blood cells near top of connector¿ alarm number 5512, was generated throughout the run causing the operator to eventually end the run early. It was confirmed that the patient had darker plasma due to liver disease that contributed to the events experienced during the procedure. The ¿aim system saw red blood cells near top of connector¿ alarm is generated when the red blood cell interface in the connector is higher than the system expects. In a tpe procedure, the aim system monitors the interface for proper cell separation and possible spillover events. In this software version, the ¿disable¿ button on the ¿aim system saw red blood cells near top of connector¿ alarm was removed to help prevent operators from accidentally pressing this button when this alarm occurs. Generally, there are other root causes that should be attempted first as once you disable the aim system you cannot go back. The option to go to the operation status tab, into semi-automatic mode is available however this mode will not disable spillover alarms such as this one. The operator made several attempts to enter semi-automatic mode and the alarms continued. Terumo bct is aware of this situation and is currently looking at options to address this in the future. Additionally, for tpe procedures the ¿cells were detected in plasma line from centrifuge¿ alarm generated by the rbc detector occurs most frequently in these types of dark plasma situations and the ¿disable¿ button is available. However, for this run, the patient¿s dark plasma was consistently just below the trigger value, so this alarm was not generated during the run. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the hemolysis was related to the patient disease state and not the tbct device. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) on a spectra optia device, the system displayed the error message "aim system saw red blood cells near top of connector". The operator reported that the plasma was dark due to the patient's liver failure. Per the customer, the device error message did not have the option to disable the aim system, and the operator terminated the procedure. Patient ID, age and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.